Event description:
It was reported that the deep brain stimulation (dbs) patient experienced two seizures after implanting the second side lead and required intubation. The following day the patient was extubated and experienced two more seizures and was intubated again. The patient also experienced speech issues. The patient was admitted to in-patient rehabilitation and was making progress in recovery and was regaining speech.